Manufacturer narrative:
(B)(4). The date that the additional information was received by the manufacturer in the previous report (esubmission follow up number - 001) should have reflected (B)(4) 2013 (not (B)(4) 2013). The information submitted in that report originated from the sample evaluation which was completed on the (B)(4) 2013 in the master (B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
1416980-2013-22554 . Facility name: (B)(6). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A request for the return of the device has been made. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Inspection confirmed that the minicap sponge had come out of the minicap. A CAPA has been opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap sponge came out from the inside of the minicap. There was no patient involvement. No additional information is available at this time.